Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue connecting the leads to the implantable pulse generator (ipg) due to the device setscrew. The device was not used, and another device was implanted with no issue connecting the leads. No patient complications have been reported as a result of this event.